Manufacturer narrative:
(B)(4). A visual examination of the returned complaint device revealed, the catheter of the device was stretched and broken into two pieces. Functional evaluation could not be performed due to the condition of the returned device. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, while withdrawing the device through the endoscope, the catheter of the device broke. No parts of the device detached inside the patient, and the procedure was completed with another extractor pro rx balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.